Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that prior to visit emergency room (ER) on (B)(6) 2024, the infusion set cannula were bent due to which patient experienced high blood glucose 460 mg/dl. The patient tried to treat high blood glucose with correction injection via multiple dose injection (mdi) . Also, reported high/large ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.